Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial:(B)(6). Batch: 7007459.

Event description:
It was reported that the patient was experiencing pain at the ipg site despite reprogramming attempt. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility and will not be returned.